Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 460 mg/dl on their blood glucose meter. The consumer immediately performed another test using another nova meter with the same test strips getting a result of 425 mg/dl. The consumer administered 5 - 6 units of insulin based on those results and subsequently experienced a hypoglycemic event while at the dr's office for a scheduled appointment. The consumer required emergent food intervention to help raise his blood glucose level. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall out of range. The consumer was educated on these directions for use at the time of call. The test strips and meter will be returned for eval.